Event description:
It was reported that the patient presented in clinic. It was noted that the right ventricular (rv) lead had unspecified over-sensing episodes. The patient was asymptomatic. The rv lead was capped and successfully replaced on (B)(6) 2024. The patient was discharged.